Event description:
It was reported the patient received the following results on an aviva meter, compared to a professional meter, within 10 minutes: "lo" mg/dl (aviva meter) and 124 mg/dl (paramedic's meter). The "lo" mg/dl result on the system indicates a result of less than 20 mg/dl. The patient was unconscious and she was transported to the hospital. The patient was treated with an unknown IV. The patient was admitted into the hospital for taking too much pain medication causing her to be unconscious. The patient was in the hospital for 4 days. Return of the suspect device was requested for evaluation.